Event description:
It was reported that upon power-up the programmer had no display, and it was further reported that the radiofrequency programmer head's cable was cracked. The programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the programmer had no display, as a result the main processing unit (mpu) circuit board was replaced. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).